Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry of the distal tip of the driver shaft, t6, self retaining, ao was twisted. Functional testing was performed, and the damage did not work as required due to damage to the tip. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/02/2025, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft tips were breaking and not holding screws. The screws were snapping off. This was discovered during the case. The tip was retrieved, and the case was completed with no patient harm.